Manufacturer narrative:
Medela llc followed-up with clinicians at the healthcare facility. The results of those interviews indicate normal wound drainage and no signs of swelling, redness or adverse reaction upon removal of the medela device. The product information was reviewed and the contact material (foam and transparent film) was reviewed during the design process for cytotoxicity and sensitivity per iso10993-5 and iso10993-10, respectively, and was determined to have met all requirements. Additionally, when reviewing the lot information for the dressing set, it was determined that there were no deviations, sterility was proven, and lal testing was completed with product meeting the requirements for implantable devices. The motion endure negative pressure wound therapy device was designed and manufactured meeting all specifications.

Event description:
On (B)(6) 2020, a distributor representative reported to medela llc that a negative pressure wound therapy device was placed on patient on (B)(6) 2020 and approximately 15-20 minutes after placement, the patient expressed complaints related to pain (6 out of 10), redness and swelling. Additionally, the patient displayed signs of increased anxiety. The healthcare facility case manager reported to the distributor representative that the patient had a reaction after the negative pressure wound therapy device was placed on the wound.